Event description:
While the on-q pain pump was being removed, the right side catheter broke, while the left side came out with no difficulty. No sign of the broken segment appeared using x-ray. No further treatment was required at the time.